Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that, during a routine follow-up, this implantable cardioverter defibrillator (ICD) system exhibited high out of range pacing impedances on the right atrial (ra) channel. The physician elected to deactivate ra pacing and will continue monitoring the system. No adverse patient effects were reported.